Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 30-apr-2018 with the following findings: during the investigation, the cover was found to be cracked between the corner of the lens and the case seal. A leak was found due to the cracked pump case with evidence of moisture inside all the internal components. Moisture corrosion was found on all boards, the display, and near the keypad connector. Moisture corrosion was found on display connector. Due to moisture damage, a blank display was observed upon power up with audible and vibratory function. Due to the blank screen, investigators were unable to investigate the complaint about the keypad tactile changes fully. The keypad was removed and contamination was found under the ok key contact. The battery compartment was found to be cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.